Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, it was noted that the patient¿s toes were purple. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted use the use of the device could not conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records.